Event description:
One patient sample with discrepant vancomycin results. Initial result gave 1.1 ug/ml; same sample repeated gave 1.0 ug/ml. On 03/25/08, same sample was repeated resulting at 18.7 ug/ml. In response to the initial results reported pt's vancomycin dosage was increased. Another sample was obtained from the pt, and was analyzed by an unknown method which gave a vancomycin result of 33 ug/ml. The pt's serum creatinine and bun were slightly elevated following the increased vancomycin dose. However, the creatinine and bun vales have returned to normal levels indicating no persistent adverse effects. The field service representative was unable to determine a root cause for the discrepancy. Performance tests were performed.